Manufacturer narrative:
Additional information : imdrf annex a and g codes.

Event description:
A report was received from health canada's canada vigilance program which states, "IV pump malfunction. Pump was infusing IV medication and suddenly alarmed red pump malfunction" and was no longer infusing. Pump plugged into power source at time of incident." There was no information on patient impact.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Event description:
A report was received from health canada's canada vigilance program which states, "IV pump malfunction. Pump was infusing IV medication and suddenly alarmed red pump malfunction" and was no longer infusing. Pump plugged into power source at time of incident." There was no information on patient impact.